Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision procedure. Prior interrogation of the device revealed high capture thresholds and low sensing on the rv lead. The cause of these malfunctions was unknown. A venogram was taken and it was determined the rv lead revision procedure could proceed as the patient's blood vessels were not occluded. The rv lead was capped and replaced on (B)(6) 2022. The patient was discharged and no additional patient consequences were noted.